Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was impacted (275 mg/dl). The alarm was cleared and insulin was resumed successfully.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.